Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two inappropriate shocks. Technical services (ts) reviewed the shock episodes and suspected the inappropriate shocks were due to oversensing of a bundle branch block with wide complex morphology. Also, ts suspected the patient was in supraventricular tachycardia (svt) because the shocks didn't change the rhythm and the patient was not symptomatic. Additionally, this s-ICD system exhibited undersensing due to a slow rate profile at onset of morphology change. Ts discussed recreating and reviewing the wider complex in the secondary vector. This s-ICD system was programmed to primary during the shock episodes. Automatic set up passed in secondary. Ts recommended storing the template and other reprogramming options. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.